Manufacturer narrative:
The device was not available for evaluation. It was reported that a t5-l4 creo screw had been misplaced and a revision was done to correct the navigation of the screws. After replacing the pedicle screws, rods and locking screws, the surgeon attempted to measured and placed the trans connectors to the construct, however, the surgeon found they were not able to turn the locking nuts. Finally, they gave up putting the trans connectors as they tried several sizes of the trans connectors, but none of them were functional. Imaging was not provided to determine the placement of the original construct, therefore no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that post-op it was discovered the screws had been misplaced and a revision was done to correct the navigation of the screws. This event took place in hong kong.